Event description:
After administering approximately 5cc of daratumumab-hyaluraonidase fihj (faspro) to abdomen, noticed medication leaking from hypodermic smiths medical needle-pro 25 gx5/8 inch needle. Immediately stopped injection, told pharmacist, replaced sq needle and able to administer remainder of medication without difficulty. FDA safety report ID# (B)(4).